Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic sphincterotomy procedure, the subject device was broken in the initial stages of the case. The procedure was completed with the same device. There were no report of patient harm.

Manufacturer narrative:
Corrected field: d4 lot number. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.